Event description:
During re-treatment in 06 with a urethral bulking implant, the doctor believe she injected the bulking material straight into the bladder. The pt's initial injection was in about 2 weeks earlier. The pt returned about 2 months later complaining of a poking sensation in her urethra and increasing pain. A urinalysis confirmed a bladder infection and the pt was treated with macrobid, flomax, and lidocaine infusion. The pt returned to the office 8 days later still experiencing a poking sensation. During cystoscopy, she observed pieces of material in the bladder. There was no sign of tissue erosion or mucosal defects. The doctor removed the majority of the small pieces during cystoscopy. A large piece (1.5 cm in diameter) of bulking material was left in the bladder and removed via surgery on the 4th day. Remaining small pieces were removed via continuous irrigation with a foley catheter. The pt returned to pre-existing incontinence. The doctor feels that this was a result of the urethra being stretched from instrumentation. The treatment volume per side was 1.5cc bilaterally. The flexible needle was used with the transurethral approach and held for 90 seconds. The implant was injected at the 3 and 9 o'clock position. No blanching, blebing was noted. The doctor did noted coaptation of the urethra post implant. The pt is currently incontinent.